Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up visit, the right ventricular lead exhibited a capture anomaly and low lead impedance; dislodgement was suspected. It was noted that the patient stated that he fell down and beat his shoulder, unrelated to the device. After reprogramming, the lead resumed normal function. The patient was in good condition post event.